Event description:
It was reported that the device reached elective replacement indicator earlier than expected. The device was removed and replaced. No patient complications have been reported as a result of this event. It was reported that although the device was registering at elective-replacement-indicator (eri) status within the monitoring system, a carealert transmission was not triggered. The call-taker did note that not all parameters had been met for a carealert to transmit. It was reported that the device reached elective replacement indicator earlier than expected. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - normal depletion - meets expected longevity.